Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant device: vapor coolpulse90 electrode; therapy date: (B)(6) 2024. UDI: (B)(4).

Event description:
It was reported, by the sales rep from germany. That during an unspecified surgical procedure on (B)(6) 2023. While using 2x vapor coolpulse 90 electrode device, the suction function did not work after a short operating time. The user opened three similar devices. The third device was used to complete the procedure. There was an increase in operating time reported. There were no adverse patient consequences reported. The date of event was unknown, but was known to have occurred in 2024. No additional information was provided. This is report 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated in juarez laboratory. Upon visual inspection revealed that vapr coolpulse90 electrode was in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does show saline residues. The active tip does show signs of activation. Foreign matter, presumably biological matter, was visible on the active tip and the device shaft. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the foot pedal, the electrode did work as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received in original packaging, the tip had signs of activation and there was tissue debris in the suction holes. Residue was visible on the suction tube. The device failed the functional testing for the flow rate test. Upon further investigation, the suction remained blocked after activation so additional unblocking techniques using a syringe were attempted. This was unsuccessful in clearing the blockage for the device. A thin gauge wire was fed through the suction tube to locate the blockage. The blockage was located at the distal end, underneath the active tip. This test also highlighted that the suction control valve was leaking. The complaint device was manufactured in DHR review has been performed for the complaint device with the manufacturing process have been identified which could attribute to the complaint in question. The customer stated that the suction function did not work after short operating time. The complaint was substantiated with the device being unable to achieve the minimum flow specification. The caused was tissue debris at the distal end of the suction path. From internal investigation were able to confirm the customer reported problem that the electrode suction did not work on as device was found to fail initial flow specifications due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during activation or using additional unblocking technique and the blockage can be attributed by procedural tissue debris. No manufacturing defect was found with the returned device. The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk within for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow. Resulting in reduced visibility & increased procedure time - patient under anaesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. A review of complaint records over the last 12 months to assess the frequency for this failure mode shows this reported defect to be of low occurrence. Analysis shows that the frequency is in line with the anticipated rate of failure. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would contribute to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : the complaint device was manufactured in may 2024. A DHR review has been performed for the complaint device lot number u2404101. No issues (ncrs or deviations) with the manufacturing process have been identified which could attribute to the complaint in question.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: during further follow up with the reporter, it was stated that the surgery was delayed for about thirty minutes.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.